Manufacturer narrative:
Other text: device evaluation: all labels were still intact and no physical damaged was found on the device. As a result of checking the log, it confirmed that there was a record of repeated power on/off on, presumably caused by a cassette recognition failure on (B)(6) 2023. Function test, it could not confirm the reported issue. Possible defective downstream sensor or cassette product. Preventively, replace the downstream, and upstream sensor re-calibration. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported the device exhibited an alarm. No adverse patient effects were reported by the customer.